Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. The reported symptom of a downstream occlusion alarm was confirmed through the event history log. Evaluation determined the downstream sensor to be the failing component. The downstream sensor will be replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the intensive care unit. It was also reported there was no patient injury.